Manufacturer narrative:
Integra has completed their internal investigation on 10/09/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the fg lot 1152265 was released for distribution on june 23, 2015 in compliance with the product specifications and integra requirements. No anomaly or discrepancies were reported during the manufacture of the finished good lot that could be related to the reported condition (lumbar drain snapped). Based on the information provided by the customer regarding catheter breakage, a summary of the precautions as per the product¿s instructions for use (IFU) is provided below for further evaluation of the complaint. ¿to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guide wire if used) must be removed simultaneously.¿ no other complaints have been reported for fg lot 1152265 regarding catheter breakage or any other condition. Upon review of integra¿s complaint system from 2013 ¿ september 2015, approximately (B)(4) units of external lumbar drainage catheters have been shipped for distribution from 2013 to september 2015. The complaint occurrence rates for the reported conditions is (B)(4) for sheared catheter tips retained in patients. Conclusion: reported condition described as ¿lumbar drain snapped¿ could not be confirmed since complaint unit was not received for evaluation. No assignable causes that could be associated to the manufacturing process related to the reported condition were identified based on the review of device history record (DHR), CAPA's, ncr's and scar's history. Additionally, process controls are in place to detect the reported condition (100% visual inspection by manufacturing and quality control). Although no details of the procedure followed were provided in the complaint record, it is possible that damage to the catheter may have occurred if attempts to remove the catheter while the tuohy needle was ¿in-situ¿ were done. As indicated in the product¿s instructions for use (pn 10011-701-06): ¿to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guide wire if used) must be removed simultaneously.¿

Event description:
The lumbar drain snapped and left the broken catheter in the patient. No other information was provided. Additional information has been requested.